Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received an alert that she was high. When she check the dexcom sensor the readings was 220 mg/dl. The bgm readings was 167 mg/dl. According to the reporter, the patient was not feeling well at the time of the event. The reporter declined to provided information about the medication or treatment provided to the patient. The reporter took the patient to the hospital. When they arrived at the hospital the dexcom readings was around 200mg/dl and the bg still around 167 mg/dl. The patient was at the hospital for more than 24 hours. At the time of the report on (B)(6) 2025, the patient was still at the hospital under close monitory. There was no scheduled discharge yet. Additionally, the reporter mentioned that the patient sometimes experienced very high and very low readings where the readings suddenly changed between high and low causing the patient to self treat false hypoglycemia by eating and this leads for the readings to elevate afterwards. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, the patient's blood glucose were checked and it was reported to fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).